Event description:
A report received that the pt was experiencing pain around the lead anchor site. The physician decided to perform lead revision surgery and to revise the anchor by manipulating the tissue around it. No devices were implanted/explanted. The pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.